Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient dislocated postoperatively. Revised with 15 degree lipped liner & taller head.